Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold measured greater than 2.5v may-2014 through (B)(6) 2015. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the svc (superior vena cava) defibrillation coil, the exposed svc (superior vena cava) defibrillation coil, and the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the rv (right ventricular) defibrillation coil of the lead developed a fracture due to flexing while in vivo, and the outer insulation was ruptured.